Event description:
The customer reported to olympus, the evis exera iii video system center had image issue. It was reported that there was a little blue box at the bottom left-hand corner of the screen. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was attempted, but the customer was not in front of the device. The customer reported of attempting to toggle the programmable in- put processor (pip) connector, and stated that it did not remedy the issue. The customer reported of not trying to toggle the pip through the keyboard itself but will attempt to do so and will call back to update. It was later reported that the image issue was resolved by "toggling" from the keyboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide a correction to e2 and e3. This information was inadvertently omitted from the initial medwatch report.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.